Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a high out of range pace impedance measurement and high pacing threshold measurements. The lv lead and crt-d were reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating imaging was unable to identify any anomalies with the system. This cardiac resynchronization therapy defibrillator (crt-d) was explanted for normal battery depletion and this left ventricular (lv) lead was capped and abandoned. At the revision procedure, the left ventricular (lv) lead was tested via a pacing system analyzer (psa) and exhibited high out of range pace impedance measurements. The lead and device connection was checked and appeared to be secure. A new device and lead were successfully implanted. The crt-d was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--